Event description:
Information received indicated that tubing was assembled to cassette backward, causing gastric content to be pulled into tubing.

Manufacturer narrative:
Product was not returned. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.